Manufacturer narrative:
The evaluation showed, that both bolts in the upper part (backward) disengaged. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the pyramid adapter is loose. The patient did not fall.